Event description:
It was reported that the uretero-reno videoscope had pliers mouth broken (damaged the instrument channel port). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the event was caused by the physical stress applied to the biopsy channel port during handling of the device by the user. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): -inspection of the endoscope. Olympus will continue to monitor the field performance of this device.